Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused zometa at a rate of 400 ml/hr for 15 minutes during therapy in the oncology unit. The device was programmed to deliver 100 ml of fluid. When the infusion was complete, there was approximately 50 ml of residual volume in the IV container. The drug was running on a primary line with the secondary line clamped. The distance between the secondary container and the top of the fluid level in the primary container was about 18 inches. It was also reported there was no pt injury.